Event description:
Event description boston scientific received information that this atrial lead high impedance measurements. During an unrelated device replacement procedure, the lead was noted to have damaged insulation one inch from the terminal pin. The lead was repaired using a lead repair kit and surgically abandoned and replaced.